Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the presumable cause of the event was due to stress of repeated usage, external factors, or handling of the device. However, root cause of the event could not be identified. The following is included in the instructions for use (IFU): labeling we confirmed that the inspection method for the suggested event is described in the operation manual for ltf-s300-10-3d ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection. The flex deflectable videoscope's adhesive around the objective lens was peeled. There were no reports of patient involvement.